Event description:
Reporter alleged the blood glucose meter casing is broken around the bottom. It was determined by the manufacturers' evaluation department that the 3rd and 4th pins of the meter were melted. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.